Event description:
Patient's grandmother called this rn into room at 1850 because she noted that there was a puddle forming on the ground below IV pump. This rn noted a small hole in IV tubing; tubing was changed last night and was not leaking prior to this time. IV tubing saved. IV tubing running octreotide at time of event.